Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cardiac tamponade and patient death may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 9680001-2019-00106, 2030404-2019-00068, 3005334138-2019-00430, 2030404-2019-00069. Following an ablation procedure for persistent atrial fibrillation a cardiac tamponade and subsequent patient death occurred. During the procedure no issues were noted and before all catheters were removed an intracardiac ultrasound confirmed there was no tamponade. However, in the recovery room the patient became hypotensive approximately 4 hours following the procedure. A pericardiocentesis was performed and the patient was stabilized, and an additional ultrasound confirmed the bleeding had stopped. The patient expired the next day. There were no performance issues with any abbott devices.